Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the physician clarified that the patient did not have an MRI, so the reason for the motor stall was undetermined. The rep stated that the pump log was interrogated twice in pre-op prior to the scheduled surgery, but did not show a motor stall recovery. The rep further reported that it was interrogated for a final time after it was explanted and at that time, a motor stall recovery showed in the logs. The rep stated that prior to that, the critical alarm was heard going off. When asked what actions/interventions were taken, the rep stated none, as the pump was replaced as planned due to eri in july. The pump was shipped back via fedex on 2024-06-28.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the pump found ¿no significant anomaly. Pump motor o-ring wear.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (2 mg/ml) and clonidine (800 mcg/ml) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) was at a routine pump replacement and when the pump was interrogated there was a motor stall message with no recovery. The patient thought they had magnetic resonance imaging (MRI) on (B)(6) 2024. There had been no complaints of audible alarming. Discussed telemetry state condition and reiterated labeling. Discussed sending pump back to mdt analysis if no recovery seen.